Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the 5071-53 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for rising impedance on the rv defib coil, but this time the clinic did not receive notification of the alert. It was explained that a prior alert was triggered for high pacing impedance and the alert not reset by a programmer session which preventing further alerts to not come through to the clinic. The patient was brought in for evaluation, and the alert was reset. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.